Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an "explosion" of their adc device while in the hospital. No further details were provided. There was no report of fire, smoke or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of explosion was observed. No corrosion was observed. Reader did not power on with button press or with strip insertion. Built-in reader test was performed, and the test passed. Reader powered on with usb cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. The reader was successfully connected to a computer and showed typical charging capabilities. The returned battery voltage was measured, and it was not within specification. A new un-used battery was used for the remainder of the investigation. A power consumption test was performed, and the results were not within the specification range. The reader was monitored under thermal camera and hot spots were observed on the (u5) chip and central processing unit (cpu), which also caused an increase in temperature when the battery was connected but the button was not pressed. The increased temperature of the u5 chip and cpu is due to the excess power on multiple components and is consistent with the customer using an incorrect usb adapter. The adc adaptor produces 5v of regulated voltage supply. The charging cable and adapter provided by adc produces power of 2.75 watts which does not produce enough heat to have caused the observed hot spots on the reader's components. Attempted to replicate the issue with a new un-used libre 2 reader by exposing the vusb_5v line to excess power from a non-regulated 9v power supply and similar result was observed. Therefore, the issue is not confirmed to a user issue. The customer did not return the adaptor and the adc charging cable. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
Customer reports an "explosion" of their adc device while in the hospital. No further details were provided. There was no report of fire, smoke or shock. There was no report of death, serious injury, or mistreatment associated with this event.